Event description:
It was reported that the nurse who received treatment developed granuloma on jawline 2-3 weeks after ellacor treatment. She had filler 4-5 months prior and office realizes protocol to wait 6 months. They did a culture and it came back corynebacterium. Patient treated with antibiotics.

Manufacturer narrative:
It was reported that the nurse who received treatment developed granuloma on jawline 2-3 weeks after ellacor treatment. She had filler 4-5 months prior and office realizes protocol to wait 6 months. They did a culture and it came back corynebacterium. During investigation, the provider stated that the patient "is improving". A culture did grow corynebacterium. Patient completed antibiotics and granuloma has reduced in size. No pain or other symptoms reported. Per vice president, scientific affairs and medical director the previous dermal filler that was placed less than 6 months ago may have contributing factor for infection. There is no pathology report diagnosing patient with granuloma but only a culture report diagnosing corynebacterium.